Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that water leaked from the funnel of the foley catheter. The nurse stated that the catheter was placed in a patient in the operating room, and on the next day, it was found that the catheter fell out of the patient. When the customer injected water to the balloon of the catheter, water leaked from the funnel part.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device met relevant specifications. The product was used for patient treatment. The product had not caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used two-way silicone foley. Visual inspection of the sample noted 1 two-way foley catheter was inflated with 5ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and no leaks observed. The balloon rested for 30 minutes without leaks. The balloon deflated passively with no issues within (1minute 55 seconds). Flushed the funnel with solution and no blockage or leaks observed. Dissected the balloon to find the notch perforated. The reported failure could not be reproduced. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The labeling review was not required as the reported event was unconfirmed. The device was not returned.

Event description:
It was reported that water leaked from the funnel of the foley catheter. The nurse stated that the catheter was placed in a patient in the operating room, and on the next day, it was found that the catheter fell out of the patient. When the customer injected water to the balloon of the catheter, water leaked from the funnel part. Per follow up information received on 11jan2022, there was no visible damage to the returned sample. It was unknown whether water leaks from bifurcation.